Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from 01-mar-2008 to 31-oct-2011. For this reason, the first day of the reported study period (01-mar-2008) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve. Reference article: dubois, christophe, et al. "Prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment." Interactive cardiovascular and thoracic surgery 17.3 (2013): 492-500. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The article reports six patients died due to cardiovascular cause within one year follow up. Details of the events were not provided. The causes of these events are unknown; however, procedural and patient factors not provided could have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in belgium, through the review of the medical article ¿prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve or edwards sapien-xt, the following outcomes were observed: six patients died due to cardiovascular cause within one year follow up.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04314, 2015691-2019-04315, 2015691-2019-04316, 2015691-2019-04317, 2015691-2019-04318, 2015691-2019-04319, 2015691-2019-04320, 2015691-2019-04321, 2015691-2019-04322, 2015691-2019-04323, 2015691-2019-04324, 2015691-2019-04325.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.